Manufacturer narrative:
(B)(4).

Event description:
The customer is complaining of ongoing issues with patient samples from a fertility clinic tested for elecsys estradiol iii assay (estradiol iii) on cobas e 411 immunoassay analyzer. The customer is comparing results from a neat sample to sample with 1:10 dilution. The customer is not sure which results are correct. This has been an ongoing issue at the customer site since (B)(6) 2017. The customer provided data for 6 patient samples. Of the data provided, the results for 3 patient samples were erroneous. The erroneous results were reported outside of the laboratory. No adverse event occurred. The estradiol iii reagent lot number was 252578. The expiration date was not provided. The field service engineer (fse) was dispatched to the customer site, however the customer declined the service visit. The customer is wanting clarification on the ongoing estradiol iii issue. No qc data was provided by the customer. Calibration data shows noticeable variations at high concentrations. The observed difference can cause differences between calibrations at high concentrations. This can also affect reproducibility and linearity of patient samples. This issue has been investigated and a general issue was not identified. The investigation was unable to find a definitive root cause.